Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm motor error. Customer's blood glucose at time of incident was 300 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer reported that it will not let her prime she has another motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.